Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was up to 1207 mg/dl. Customer was currently at the intensive care unit. The customer experienced symptoms such as breathing difficulty and they were very weak. The customer was treated with insulin pump and intravenous insulin infusion. Current blood glucose level was 168 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. It was reported that the insulin pump was under delivering because customer¿s blood glucose was going up. The insulin pump passed self test. The auto mode was not active at the time of the incident. The insulin pump will be returned, and the reservoir will not be returned for analysis.